Manufacturer narrative:
Section a4: weight: unknown/ requested but not provided. Section a5: unknown/ requested but not provided. Section a6: race: unknown/ requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the trailing haptic of the non-preloaded monofocal intraocular lens (iol) was bent in the left eye as it was being implanted. Through follow-up, it was confirmed that the procedure was completed using a backup lens. The replacement lens was another johnson & johnson lens. It is unknown whether the damage was due to use error. No patient injury was reported. No unplanned medical or surgical interventions, such as vitrectomy or sutures, were required; however, a larger incision was performed. The patient¿s outcome is stable. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: march 6, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half. One haptic was observed to be bent/kinked. No further issues were identified. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Corrected data: upon review, it was identified that the concomitant product was inadvertently documented in the incorrect field (d4 - lot number) in the initial MDR report. Additionally, an incorrect code (213) was entered in section h6 (investigation findings) instead of the appropriate code (3221). This supplemental MDR is submitted to correct the identified inaccuracies in the initial report. The following field was updated accordingly: section d10: concomitant medical product: emeraldc30 cartridge, lot: ca30971. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.